Event description:
During manufacturer review of the published article entitled "rehospitalization and emergency department use rates before and after vagus nerve stimulation for epilepsy: use of state databases to provide longitudinal data across multiple clinical settings." Kalanithi ps, arrigo rt, tran p, gephart mh, shuer l, fisher r, boakye m. Neuromodulation. It was identified an infection and/or device malfunction occurred for a pediatric patient which required hospitalization. Attempts to the lead author revealed the data in the study was de-identified. The patient identities, adverse event and device issue information was not specified, and is not available.

Manufacturer narrative:
Device failure is suspected. Article citation: rehospitalization and emergency department use rates before and after vagus nerve stimulation for epilepsy: use of state databases to provide longitudinal data across multiple clinical settings. Kalanithi ps, arrigo rt, tran p, gephart mh, shuer l, fisher r, boakye m. Neuromodulation.